Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient with this right atrial (ra) lead called mentioning his leads needed to be changed. Nonetheless, the physician was not telling the patient to do so. Technical services reviewed the system and no prior calls related to his implanted device were found, so technical services (ts) was not exactly sure what was going on. The rv lead showed shock impedance values within normal range. Additional information from the field was received mentioning that the lead showing impedance issues was the ra lead and even though the rv lead was functioning normally and shock impedances were in range the physician elected to removed it since they were already performing an extraction. There was a successful reimplant performed afterwards with good patient outcomes. The ra lead has not been returned for analysis. No additional adverse patient effects were reported.